Event description:
One pt with discrepant sodium results. Initial result 131 mmol/l, repeat 139 mmol/l. Initial result was not reported. The field service rep was unable to determine root cause but noted he replaced all ise pinch valves. Performance tests were performed.